Manufacturer narrative:
The device was received for evaluation with the cannula assembly fully deployed. An inspection was performed on the adhesive pad and adhesive welds which revealed no damage that would cause a failure to adhere. The cannula was also evaluated and there was no bending or kinking observed. The inspection of the device found no damage or deficiencies that would cause the cannula to dislodge. The cause of the reported incident cannot be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of dislodged and bent cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone13.1. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 300 mg/dl between 36 and 48 hours of wearing the pod. The patient reported the adhesive separated completely from their back, resulting in the cannula dislodging. Upon removal of the pod, the cannula was found to be bent.